Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total shoulder replacement. The surgeon selected a sizer pin guide 48+0 to place the breakaway guide pin in the centre of the glenoid fossa. He then decided that he was going to correct the glenoid version. On removing the sizer pin guide 48+0 with the cannulated curved handle it was noted that the hexagonal boss had snapped off and was secured in the curved handle attachment. He then selected a sizer pin guide 48+5 and completed placement of the guide pin in the glenoid fossa. Once again, on removing the sizer pin guide 48+5 with the curved handle it was noted that this hexagonal boss had also snapped off and was fixed in the curved handle. The surgeon requested alternate to correct glenoid version. No delay or adverse event.